Event description:
It was reported to conmed that, "v-care device was used on a robotic tlh on monday, (B)(6)2013. Device worked as it should until the end of the case. During removal of device while sutured to the cervix the forward cup came off while still in the patient. The cup was recovered after several attempts with no damage to the patient." It was reported that all pieces were retrieved, and, no patient injury occurred.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. The device has been discarded by the end-user facility; therefore, no device evaluation will be accomplished. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device discarded by end-user.